Event description:
It was reported to a physio-control service representative that the customer's device did not turn on. The device's readiness displayed a service indicator, battery indicator and attention indicator. After the charge-pak had been replaced, the device showed the same indicators and did not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The battery, attention and service wrench icons were displayed in the device's readiness display. The device did not power on anymore. The internal hlc batteries, indicators bt1, bt2 and bt3 were all 0 volts. A cause of the reported failure could not be determined.a replacement device was provided to the customer under warranty.